Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with the field service engineer (fse) over the phone. The customer found that the wbc bath was not draining properly. The customer replaced the tubing through pinch valves lv14 and lv13. The customer verified that the instrument was running without any leaks. (B)(4).

Event description:
The customer reported a leak at the wbc bath of the coulter act diff 12 analyzer. The volume of the leak was about 4 cc and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.